Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 12jul2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that there were five respiratory therapists (rt) that had allergic reactions to the mask. All five stated where the mask contacted their face was extremely itchy and red. Two rt's had hives, and one had wheezing issues and went to the emergency room. This incident has been reported to occupational health and to (B)(6). There was no additional information received.